Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the pump was unable to power on. The complaint could not be fully investigated due to this. The battery compartment was observed to be cracked and moisture corrosion was evident in the battery compartment. The pump failed a leak test due to the battery compartment cracked. The display lens was observed to be cracked. The u-groove was damaged and a clip could not be secured on to the pump.